Event description:
It was reported that the unspecified bd 31g needle was unable to operate. The following information was provided by the initial reporter: the patient received teriparatide (rdna origin) injections (forteo), via a pre-filled pen (using a bd ultrafine short 31 g needle) for the treatment of an unknown indication. She tried to inject, and the plunger became stuck. The yellow plunger between the black injection button was visible. This was a new device which she attempted to use. It would not go all the way, and could only be pulled to the yellow, could not pull it to the red line. She used a new needle each time which had been unchanged throughout her three-month course of teriparatide therapy. She was not feeling well and just wanted a replacement. Information regarding corrective treatment was not provided. Outcome of the events was unknown. Status of teriparatide therapy was not provided. Patient was the operator of device.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. The customer's address is unknown:   USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd 31g needle was unable to operate. The following information was provided by the initial reporter: the patient received teriparatide (rdna origin) injections (forteo), via a pre-filled pen (using a bd ultrafine short 31 g needle) for the treatment of an unknown indication. She tried to inject, and the plunger became stuck. The yellow plunger between the black injection button was visible. This was a new device which she attempted to use. It would not go all the way, and could only be pulled to the yellow, could not pull it to the red line. She used a new needle each time which had been unchanged throughout her three-month course of teriparatide therapy. She was not feeling well and just wanted a replacement. Information regarding corrective treatment was not provided. Outcome of the events was unknown. Status of teriparatide therapy was not provided. Patient was the operator of device.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.